Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER). This patient was initially in ventricular tachycardia (vt), received a shock which accelerated them into ventricular fibrillation (vf). It was noted this patient was shocked on the t wave. The additional 4 shocks did not successfully convert the vf. A friend of this patient performed cardiopulmonary resuscitation prior to the emergency medical technician arrived. A painless test was performed which showed normal within range shock impedance measurements. An x ray was obtained which noted this s-ICD was possibly anteriorly located. Ultimately, this s-ICD was explanted and replaced with a non boston scientific transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to: removed patient code of electric shock and device code of inappropriate shock. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the b5 describe event or problem field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Correction to: removed patient code of electric shock and device code of inappropriate shock. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the b5 describe event or problem field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER). This patient was initially in ventricular tachycardia (vt), received a shock which accelerated them into ventricular fibrillation (vf). It was noted this patient was shocked on the t wave. The additional 4 shocks did not successfully convert the vf. A friend of this patient performed cardiopulmonary resuscitation prior to the emergency medical technician arrived. A painless test was performed which showed normal within range shock impedance measurements. An x ray was obtained which noted this s-ICD was possibly anteriorly located. Ultimately, this s-ICD was explanted and replaced with a non boston scientific transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the b5 describe event or problem field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER). This patient was initially in ventricular tachycardia (vt), received a shock which accelerated them into ventricular fibrillation (vf). It was noted this patient was shocked on the t wave. The additional 4 shocks did not successfully convert the vf. A friend of this patient performed cardiopulmonary resuscitation prior to the emergency medical technician arrived. A painless test was performed which showed normal within range shock impedance measurements. An x ray was obtained which noted this s-ICD was possibly anteriorly located. Ultimately, this s-ICD was explanted and replaced with a non boston scientific transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER). This patient was initially in ventricular tachycardia (vt), received a shock which accelerated them into ventricular fibrillation (vf). It was noted this patient was shocked on the t wave. The additional 4 shocks did not successfully convert the vf. A friend of this patient performed cardiopulmonary resuscitation prior to the emergency medical technician arrived. A painless test was performed which showed normal within range shock impedance measurements. An x ray was obtained which noted this s-ICD was possibly anteriorly located. Ultimately, this s-ICD was explanted and replaced with a non boston scientific transvenous system. No additional adverse patient effects were reported.